Event description:
The customer reported that the system would not display the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted and replaced the cine bridge printed circuit board. The system was tested and found to be working as intended and put back in service.